Manufacturer narrative:
Isi has not received the sureform 60 reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The lot number for sureform 60 stapler that was used with this reload was unknown. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. Stapler reloads do not appear in the instrument logs. A review of the site's complaint history identified no other complaints for this product. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the staple line was incomplete with no claim or evidence of mishandling/misuse. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, at the proximal end, the sureform stapler paused for compression, then continued to advance and paused again. It was noticed that the staple line was opened. The customer pulled out the stapler, switched from a blue load to a green load in the same stapler, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has performed follow-ups to attempt to obtain additional information. However, as of the date of this report, no further details have been received.